Manufacturer narrative:
(B)(4).

Event description:
A health care professional reported that the volume of undelivered drug remaining in the drug reservoir was less than the expected volume based upon the programmed infusion rate on (B)(6) 2017. The expected volume matched the volume of drug removed from the pump reservoir during the patient's next refill appointment on (B)(6) 2017. The patient did not experience any symptoms during the event. The have been no further issues and the patient is doing well.